Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawers 2.1, 2.2 were failed and not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 2.1, 2.2 were failed and not detected on the bus. A field service engineer reseated the row board cables, tested functionality and inventoried medications in the pockets to resolve. The system functioned as intended after the field service engineer repaired the device.